Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25127390, 2517464, 25127739 and 25128190 the last 4 lots shipped to the account prior to the event date. There was no nonconformance which would be considered related to the reported event recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c ring on the device broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.